Event description:
Please reference: 2026095-2015-00121/15-00271 fill volume: 400ml flow rate: 2ml/hr + 2 ml/hr= 4ml/hr procedure: c-section ((B)(6) 2015) cathplace: abdomen report #1 of 2: it was reported that an incident of a reaction occurred with the use of a pump and dual catheters. It was reported that a post-partum patient went to the emergency department (ed) on (B)(6) 2015. The ed doctor examined the patient for infection, noted that the catheter was yellow and ordered antibiotics. The patient took one dose of the antibiotics and then followed-up with the surgeon. The surgeon assessed the patient¿s catheter site; the patient had no signs and symptoms of infection, no pain or redness to area. The surgeon ordered the patient to stop taking antibiotics, as the surgeon assessed that there was no signs of infection; the catheter's reported yellow color being due to antimicrobial characteristics. The pump was connected to the patient for 5 days without infusing. Additional information was received on (B)(6) 2015. It was reported that the patient removed the pump on (B)(6) 2015 at approximately 1100. The patient reported that there were no signs and symptoms of infection (no pain, fever or redness, at the site). Additional information was received on (B)(6) 2015. It was reported that the patient took a photograph of the catheter site after removing the tegaderm and before removing the catheter. The photograph indicated that the area appeared red. Upon receiving the report of redness, the doctor restarted the patient on antibiotics for potential infection. It was clarified that the patient had initially gone to the ed due to pain and unspecified issues with oral opiates.

Manufacturer narrative:
It was reported that the age was approximately (B)(6) old. (B)(4). Method: the device was received for analysis. A visual inspection and a review of the device history record (DHR) were conducted. Results: there are no testing results available as the investigation and evaluation are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Manufacturer narrative:
Methods: along with the previously reported methods a use review was conducted. Results: as a device analysis cannot determine the root cause of the post-operative infection, no device testing methods are available. Conclusions: as a device analysis cannot determine the root cause of the post-operative infection,we are unable to determine the cause of the reported event. Post operative infection can be due to multiple variables. Patient factors, healthcare provider factors, technique factors, medical device/ product factors, equipment factors, environment factors are a few variables to consider. As previously reported, the pump was disconnected to assess if it was flowing and then reconnected. Per the use review, the closed infusion barrier was broken when the pump was disconnected from the catheter and this may have increased the risk of possible contamination since it was not reported if the tubing was cleaned prior to reconnecting. Based on the evaluation, incorrect use may have contributed to the reported incident. In addition, the sterilization records were reviewed and the product was sterilized prior to being released and the lot met all manufacturing and quality specifications. The instructions for use (IFU) specifies the following: "instructions for use aseptic technique" single use only. Do not resterilize, refill or reuse. Reuse of the device could result in the following risks: improper functioning of the device (i.e., inaccurate flow rate). Increased risk of infection. Occlusion of the device (i.e., impedes or stops infusion) the pump is sterile and non-pyrogenic." The IFU (14-60-606-0-04) on-q pump with fixed flow rate was sent to the customer. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Please reference: 2026095-2015-00121/15-00271.